Event description:
An anti-c was not detected on a patient sample tested with capture r ready screen I and ii (crrs) and capture r indicator cells.

Manufacturer narrative:
The reactivity of the c antigen was confirmed on returned crrs, lot w145 using returned crirc, lot 221263.the customer returned sample, but there was no plasma in the tube, cells only; therefore, testing could not be performed.